Manufacturer narrative:
The device history record (DHR) for lot 24g105 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Samples were submitted for evaluation. The samples were tested; the safety shield was able to lock without any issue. The reported issue could not be confirmed. As such, a root cause could not be determined. A corrective and preventive action (CAPA) is not necessary at this time.we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle had trouble locking and they had to press harder than normal.